Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 07:47:10 (B)(6). Npi not confirmed unit received unexpectedly no tracking number found please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer (B)(6) 2018 10:05:27 (B)(6). Npi (B)(6) 2018 10:21:03 (B)(6). Please charge repairs to customer's credit card: (B)(6). (B)(6) 2018 09:44:16 (B)(6). Device equipped with ac/dc adapter (B)(6) 2018 12:22:38 (B)(6). Customer stated channel c failed was confirmed due to a bad drive module. Also found broken case at top inert. Awaiting for customer's approval with major repair. (B)(6) 2018 14:24:22 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6). No change to the po#. Please continue to bill the repair to the credit card info listed above. (B)(6) 2018 09:36:55 (B)(6).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi not confirmed. Unit received unexpectedly. No tracking number found. Please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer. (B)(4).